Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. The system operates as intended.

Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not usable and would be serious if it were to recur. The system was removed from the patient case. It could or did result in the termination and/or rescheduling of an interventional procedure. There is no report of injury or death associated with this complaint.